Event description:
N/a.

Manufacturer narrative:
Updated fields:d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI : (B)(4). DHR - lot 3977400 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, needle holes over the needle guard. The valve passed the tests for programming, occlusion, reflux and pressure. The valve was leak tested and only leaked from the needle holes over the needle guard. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for valve for the issue reported by the customer, could be due to biological debris and protein build up, no issue was noted during investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2020 with a start pressure of 120mmh2o. The patient's ventricular system collapsed, and the setting was changed to the highest setting of 200mmh2o with no improvement. The shunt seemed not to hold the pressure; it was always completely open. The shunt was replaced with a setting of 120mmh2o and the symptoms improved.